Manufacturer narrative:
Additional information was received stating that the failed part is a third party suction part which not belong to ge healthcare. There was not a reportable malfunction. This event was not reportable. H3 other text : additional information was received stating that the failed part is a third party suction part which not belong to ge healthcare. There was not a reportable malfunction. This event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.